Event description:
It was reported that the 6600 system had a broken handle and damaged interconnect cable. No pt injury was reported.

Manufacturer narrative:
The service call was cancelled by the customer. A f/u report will be filed when add'l details become available.